Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and nonbiological and air bubbles in gel. The foreign matter event occurred (B)(4) times. The air bubbles in the gel event occurred 250 times. The following information was provided by the initial reporter: "fm in gel x25 dirty shield x2 black spot in tube x4 dirty tube x290 air bubbles in gel x250"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and nonbiological and air bubbles in gel. The foreign matter event occurred 321 times. The air bubbles in the gel event occurred 250 times. The following information was provided by the initial reporter: "fm in gel x25, dirty shield x2, black spot in tube x4, dirty tube x290, air bubbles in gel x250".